Event description:
It was reported that during a gastric bypass, the handpiece generated an error five. It is unk how the case was completed. An adverse pt outcome was not reported. Pt demographics were inquired for, none was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the instrument was received with a loose mount and the nose cone cracked. The handpiece was tested on a generator and found to be functional. However, the handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 5 to occur.